Manufacturer narrative:
Qn #(B)(4). MDR report key: 12050188. MDR text key: 258480015. Report number: mw5102044. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint found in maude database reported as: "right radial arterial line access obtained. Catheter threaded easily and without resistance over internal wire. Upon withdrawing wire, filament uncoiled approximately 10 inches and remained in patient's artery and stretched. The filament was meticulously removed from the artery. The tip was present upon removal. FDA safety report ID# (B)(4)."

Manufacturer narrative:
(B)(4). Report number mw5102044.

Event description:
Complaint found in maude database reported as: "right radial arterial line access obtained. Catheter threaded easily and without resistance over internal wire. Upon withdrawing wire, filament uncoiled approximately 10 inches and remained in patient's artery and stretched. The filament was meticulously removed from the artery. The tip was present upon removal. FDA safety report ID# (B)(4)."